Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned due to elective replacement indicator (eri). During analysis, a failure event was observed. Final analysis found the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the root cause of the high current drain and premature battery depletion.

Manufacturer narrative:
Correction: d9 date returned to manufacturer should have been dec 2, 2019 instead of dec 6, 2019.